Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation and the investigation results as follows: historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found the back cover was damaged. A review of the platform was performed and user advisory (ua) 16 (timeout moving to take-up position), ua 24 (timeout moving to "home position"), ua 12 (lifeband not present), ua 2 (compression tracking error) and ua 45 (shaft not at "home" position) messages on (B)(6) 2015. The customer was able to clear these ua messages because the archive log showed that on (B)(6) 2015, only ua messages observed were ua 13 (battery fault detected) and ua 28 (loss of clutch connectivity). During functional testing, "ua16" was observed upon power up thus confirming the reported complaint. Further investigation found a sticky clutch plat causing the platform to display the ua 16 message. In summary, the customer's reported complaint of autopulse displaying ua 45 and ua 24 message was confirmed during archive review but not during functional testing. Based on the archive review, the customer was able to clear both these user advisory messages as they were not observed in the log on (B)(6) 2015. Ua 16 was confirmed during archive review and functional testing. The potential root cause was determined to be a sticky clutch plate. Since the customer declined to have the autopulse service, no parts were replaced or repaired.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Not returned to manufacture.

Event description:
Customer reported that during a routine shift check the autopulse platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart). The customer was able to clear the ua 45 with the assistance from zoll technical support. However after the ua 45 was cleared, the customer stated that the platform displayed a user advisory 16 (timeout moving to take-up position) and user advisory 24 (timeout moving to "home" position), when a new lifeband and a fully charged battery was used. There was no patient involved with this event. No further information provided.

Manufacturer narrative:
Following customer's approval to have the autopulse platform serviced, the drive train motor/ clutch brake was replaced to resolve the ua 16 and ua 24 error message. The front enclosure was also replaced (unrelated to the complaint) to ensure the platform is functional without issue. The platform was further tested and passed all final testing criteria.

Manufacturer narrative:
The reported autopulse platform was further evaluated at zoll (B)(4). The customer's complaint of ua 16 and ua 24 were confirmed during a supplementary review of the archive data. The root cause was found to be a defective drive train motor. The autopulse platform is a reusable device and was manufactured in 2014. Therefore, a defective drive train motor is characteristic of normal wear and tear for the life of the device. During a visual inspection, a cracked was noted on the front cover of the platform and the encoder drive shaft exhibited binding and resistance. Additionally, it was observed that the driveshaft tested out of specification. Correction to (device manufacture date)- date should be 02/04/2014, not 08/01/2013, as previously reported in follow-up#1.